Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states. Additional information will be submitted upon 30 days of receipt.

Event description:
The fire star balloon burst at 8 atms. The target vessel was a heavily calcified distal left anterior descending artery. No pt injury was reported.